Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel was replaced during the service. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the software was freezing, locked up and prevent the system from being operational. There is no report of injury or death associated with the event described in this complaint.